Manufacturer narrative:
The field service representative found the reagent probe was contaminated. A system volume check passed, but performance testing failed. The reagent probe was then cleaned and adjusted and performance testing then passed. The investigation determined the issue was resolved by the service actions. The calibration and qc data did not indicate a performance issue of the reagent or instrument.

Event description:
The initial reporter received questionable elecsys vitamin d g2 assay result for one patient from the cobas 6000 e601 module. The initial result with reagent lot 40801001 was 29.0 ng/ml and was reported outside of the laboratory. On (B)(6) 2020, the repeat result with reagent lot 42498701 was 17.6 ng/ml. On (B)(6) 2020, the repeat result with reagent lot 40801001 was 18.17 ng/ml and with reagent lot 42498701 was 16.28 ng/ml. On (B)(6) 2020, the result from a second tube drawn at the same time was 19.07 ng/ml and was deemed correct. Reagent lot 40801001, expiration date was requested but was not provided. Reagent lot 42498701, expiration date was 31-may-2020.